Event description:
This single site med/lg clip applier failed to clamp the clip used during this robotic cholecystectomy. There were a couple of unsuccessful attempts to get the clip to clamp down, so another applier was used to complete the case. 62/70 fires remain on the instrument. FDA safety report ID# (B)(4).